Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified that the glass cap exhibited mild devitrification, which is an expected behavior for consumable devices, it occurs through use of the fiber and should not be considered a failure mode. The metal cap also exhibited severe charred detritus adhesion on its surface, as an indicative of heavy tissue contact during the procedure. The functional hene laser fixture testing of the fiber identified an output which was below the threshold for potential patient harm and there were no signs of breakage along length of fiber. There were no fiber damages identified that could have caused or contributed to the reported complaint. The alleged forward firing event could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the laser beam was projected forward. The procedure was completed using the original device. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the laser beam was projected forward. The procedure was completed using the original device. There were no patient complications.